Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient via a manufacturer representative (rep) regarding the patient who was implanted with an implantable neurostimulator (ins) for non-malignant pain. Over-discharge was alleged. This was the patient¿s second over-discharge. It was unknown when the last successful recharge session was. It had been a long time since the patient used his spinal cord stimulation system because he lost his recharger and patient programmer. A new recharger and patient programmer were ordered. No symptoms were reported. It was unknown when the event began. Additional information was received from the patient. It was reported that the rep restarted the patient¿s ins the month prior to (B)(6) 2016. Since the patient¿s ins was restarted and programmed, his ins needed to be charged more often. The patient would charge his ins complete and then the next day it would be at zero again. The patient¿s back was bothering him on and a power on reset (por) was seen on the recharger on (B)(6) 2016. The patient checked the device with the programmer and it also showed por. The patient was able to be assisted to clear the por with the programmer and turn stimulation on. It was noted that the patient was able to charge. The patient was to follow-up with a healthcare professional. It was noted that this was considered a gradual change in therapy/symptoms. The patient needing to charge more often began in (B)(6) of 2016.